Event description:
The manufacturer received information alleging a ventilator service required message appearing on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse reviewed the system log file and confirmed the ventilator service required message had occurred on the device. The philips rse provided the customer with a service quote and requested the device come in for service. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required message appearing on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse reviewed the system log file and confirmed the ventilator service required message had occurred on the device. The philips rse provided the customer with a service quote and requested the device come in for service. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log that looks to have been displayed due to a power issue. The technician recommended replacing the device's system board and power supply to address the issue. No further investigation is required at this time. Additional findings not related to the malfunction/issue, the device's detachable battery board and detachable battery harness were replaced.